Event description:
Intra-stent thrombosis. Cordis rec'd a study indicated that this a female pt was undergoing an enterprise stent (unk size and catalog #) placement. The pt had thrombosis intra stent and occlusion of the parent vessel. There was no consequence to the pt. Reportedly, vascularization by the other side was performed. There was no relevant medical history. The pt was not taking anti-thrombotic medication before pre-procedure.

Manufacturer narrative:
Please note: add'l info will be submitted within 30 days upon receipt.